Manufacturer narrative:
Philips has investigated this complaint. According to the information the clinical use of device is unknow. The philips remote service engineer (rse) confirmed that the system that system starting for 15 min ago and is not uploading. Review of log file showed that host-pc cannot start communication with the flexvision-pc. Case has been cancelled by the customer and service has not been provided. Based on the available information in the reported complaint, the complaint has been coded and is closed. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that after starting the allura system, the system start up was still not completed after 15 minutes. No harm has been reported. Philips has started an investigation of the complaint.